Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). Visual inspection: received: filter, catheter, catheter connector. Filter and connector were connected. [Catheter visual inspection]: no abnormalities were found. [Catheter connector visual inspection]: no abnormalities were found. Dimension check: [catheter length test]: the received sample was within company specifications. [Catheter outer diameter check (end of catheter)]: the received sample was within company specifications. Functional test: [catheter tensile strength test]: test conducted using received connector and received catheter. Company specifications: above 11n. Test results: 12.29n. The received sample did meet company specifications. Others: [connection check]: received catheter was able to be inserted into the received connector without resistance and up to the marking point. The connector lid was able to close securely. Although the product met specifications, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the catheter came off from the connector during use after operation.